Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose was 250 mg/dl. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it did not passed. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected the motor arm cannot communicate with the main arm alarms noted during testing however, the downloaded history files confirmed the motor arm cannot communicate with the main arm alarms due to a software error.